Event description:
It was reported there was a lead safety switch on the device due to high, out-of-range pace impedance values of 2100 ohms on the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted, and ts recommended bringing the patient in for testing and discussed programming options. Ts also noted some far-field oversenslng. The device and leads remain in service. No adverse patient effects were reported this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).